Manufacturer narrative:
As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog #dsf1633, serial # (B)(6), UDI (B)(4). H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprostheses. A perclose device was used for both access sites. Then, a 16fr gore® dryseal flex introducer sheath was inserted from the left side, another 16fr gore® dryseal flex introducer sheath was inserted from the right side and stentgrafts were implanted. On (B)(6) 2025, a pseudoaneurysm was observed in the right common femoral artery. Reportedly, it is highly possible that this pseudoaneurysm might have occurred due to a perclose device which was used during the initial procedure but the involvement of the 16fr gore® dryseal flex introducer sheath which was used during the initial procedure could not be ruled out either. The pseudoaneurysm was ligated. The patient tolerated the procedure. It was reported that two 16fr gore® dryseal flex introducer sheath were used during the initial procedure, but it is not determined which one is inserted from the right side and involved with the pseudoaneurysm.